Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)

Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "diathermy not available" (device operates differently than expected). A surgeon reports diathermy was not available and the case was completed via handheld cautery. No info provided on current pt status. Additional info has been requested.